Event description:
Inceptiv spinal cord stimulator model 977119 wont charge. Stopped communicating with charger and communicator. Contacted medtronic. Troubleshooting performed. Resetting charged. Turning phone on and off. Putting in airplane mode with no effect. Medtronic sent out new charging system. No change. Screen says excellent connection but does not charge and times out after 25 minutes with 4101 error code. Now I am waiting to speak with rep in the a.m. As rep tonight unable to resolve issue. Very concerned as I have read about a recall of which I was not aware. Device implanted (B)(6) 2024.